Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for correction. B tab updated, date of event 04/19/2024.

Event description:
It was reported that the bd ser plastipak 1ml13x3.8 val150 needle went through the shield. The following information was provided by the initial reporter translated from portuguese to english: "probe came broken with tip sticking out of cap protector." Do you have a sample? No. Additional information received on may 10, 2024. Have any patient/professional injuries been reported due to probe sticking? No injuries have been reported.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Photo received for investigation. Through visual inspection, needle is pierced through the shield, therefore incident is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the cannula ended up screwing between the protector and the syringe. Thus, when the shield was installed in the syringe, it occurred that the cannula passed through the shield and bent the cannula.

Event description:
Additional information: have any patient/professional injuries been reported due to probe sticking? A.: no injuries have been reported.